Event description:
It was reported that the ilet touchscreen cracked after the device was accidentally dropped, rendering the screen unusable and interfering with device operation; the user switched to backup therapy and the device had been synced prior to shutdown. Symptoms included no injury. Outcomes included temporary interruption of device use and a switch to alternative therapy. Investigation included a review of user report and coordination for device return and evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact. It was concluded that the event was due to mechanical damage from user handling, with no evidence of a device malfunction contributing to the breakage.